Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. Blood glucose value spiked from 200 to 600 mg/dl. Customer felt like throwing up and had other symptoms. Customer believes his bolus settings were too low. He will be meeting with his trainer review and adjust his settings. Customer is back on manual injections until his meeting. Nothing further reported.